Event description:
It was reported that the patient received inappropriate therapy due to atrial arrythmias. The stored egm of the implantable cardioverter defibrillator (ICD) showed r-r irregular. There was possible atrial fibrillation (af) with rapid ventricular response (rvr). The right ventricular (rv) lead also exhibited noise. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).